Event description:
It was reported that during a procedure the shaft of an arthroscopic shaver broke during the procedure. There was no patient injury reported by the user facility.

Manufacturer narrative:
A visual examination of the returned device revealed the inner shaft was broken. Galling was observed on the inner shaft near the breaking point and the outer shaft was also bent. Based off of the observed damage, the root cause was determined to be excessive lateral forces were exerted on the device during clinical use which may have caused damage to the device. Stryker sustainability solutions' instructions for use states: "careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." The device history record for the reported device indicates that the cutter passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.